Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump's screen had damage and customer was unable to read the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Pump received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.